Event description:
It was reported that the 9900 system locked up during a discogram. The 9900 system had to be rebooted to clear the error message. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested. Found to be working as intended and placed back into service.